Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse discovered that the vibration motor has malfunctioned. In a follow-up visit, the cse replaced the vibrator motor and completed a daily maintenance. The cse primed the instrument, performed a bubble detection calibration and ran quality controls, which were acceptable. The cause of the smoke being emitted from the instrument was related to a malfunction of the vibration motor. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Smoke was emitted from an advia centaur cp instrument. The instrument was powered off. There are no reports of injury to staff, damage to property, or impact to patient samples.